Event description:
A synfix-lr had been used at a spondylolisthesis grade 1. The distraction of the segment had reduced the spondylolisthesis. Pt was returned to the operating room for a second surgery to provide stabilization.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.